Manufacturer narrative:
Additional narrative: event date; surgical date is unknown. This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No code available is for injury/revision surgery device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a video conference was held on (B)(6) 2022 during which a case was discussed that involved a retrograde femoral nail-advanced (rfna) screw migration and back out. X-rays taken on an unknown date were viewed and discussed. The surgeon stated the screw backed out early and continued to back out over time. It was detected a second screw in the same construct was also backing out. It was noted the other interlocks looked ok. It was noted a revision surgery occurred where the surgeon removed the distal screw and re-tightened the oblique screw to what felt like some finishing torque. Dates of implant and explant are unknown. This is report 1 of 1 for (B)(4) unknown rfna locking screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a photo investigation was completed: visual analysis of the provided photo revealed that the screw had backed out. A nail and screw construct is visible at the left femur with signs of a mid-shaft fracture of the bone, the inferior distal locking screw appears to have migrated from original positioning. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.